Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented complaining of syncope while playing basketball. It was determined that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr) and the atrial arrhythmia was terminated with the shock. In addition, intermittent t-wave oversensing (twos) on the right ventricular (rv) lead was noted and possible intermittent atrial oversensing was noted on the right atrial (ra) lead while being implanted beyond the expiration date. The system currently remains in use. No further patient complications have been reported as a result of this event.